Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) levels (300-350 mg/dl) and a correction bolus via the pump was delivered to address the bg level. The customer noticed that the bg would go high when there was approximately 40 units of insulin left in the cartridge. Reportedly, the customer uses humalog in the cartridge until it is gone (approximately 6 days). Tandem technical support advised the customer to change the cartridge every 2 days as per the pump labeling and to discuss the bg level with a healthcare provider.